Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance and stent dislodgement appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and severely stenosed left common iliac artery. A 9.0 x 29 mm omni elite stent delivery system was being advanced when there was resistance with the anatomy and the stent implant dislodged and migrated to the tibial peroneal trunk. A balloon catheter was advanced to the dislodged stent and captured the stent and pulled it back to the iliac artery where is was implanted in the target lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.